Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain during the implant procedure and the physician encountered placement difficulty when implanting the right ventricular (rv) lead. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.